Event description:
It was reported via clinic notes received that the pt has breast cancer. The relationship of the breast cancer to vns is currently unknown. It is noted that the pt is taking arimidex to treat the breast cancer. Attempts for further information have been unsuccessful to date.